Event description:
The report indicated that the customer's bg levels were consistently high (282-greater than 500mg/dl) while this pod was worn. On the second day of wear, she experienced dka with bg levels of 660mg/dl. The pod was immediately removed and insulin via IV was administered in order to control her levels. As a result of this event, she spent one night at the hospital. The pod will be returned for evaluation.

Manufacturer narrative:
The pod was throughly evaluated and no evidence of any damage or manufacturing deficiency was found that would have directly caused or contributed to either insufficient or no insulin delivery. Fluid exited the tip of the cannula when the drive mechanism was actuated. No problem was found in the returned device. An air bubble, however, was found within the pod's insulin reservoir - this typically occurs when air is introduced into the pod during the fill process and is not related to any manufacturing process or product defect. The omnipod user's guide instructs users on proper filling technique to avoid this condition, as failure to do so may result in unintended/interrupted insulin delivery. "User error", therefore, is considered to be a contributing factor to the customer's reported high bg's. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.